Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was discovered that the pacemaker could not be interrogated and had no magnet response. No intervention was performed. The patient was in stable condition.